Event description:
The reporter states that his blood glucose was 290 mg/dl on the accu-chek advantage meter in comparison to a blood glucose result of 127 mg/dl on the professional meter. The results were obtained within 10 mins. No actions taken based on the blood glucose results. No adverse event reported. New system sent to customer and return requested.